Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing "settings not available" when trying to increase their intensity settings in group c. The patient said they like the settings in group c. The patient said they are able to increase intensity settings in other groups. The patient said that they noticed this last week. The patient was redirected to their healthcare provider to further address the issue. Patient services also emailed manufacturer representatives for visibility and a response was received. The patient said they have an upcoming doctor's appointment on monday at 2 pm to get a steroid shot in their hip - the patient said this is not related to the device. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient. Electrode 8 had impedances over 40,000. Program c was the only program that utilized this electrode and was the only program generating this screen. The rep reprogrammed around the electrode to gain coverage. The issue resolved. The patient is now able to adjust stimulation without seeing the settings not available screen.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.